Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided. It shown two syringes in their packaging flow wrap. One syringe looks good. The other one shows the tip cap with a brown stain and deformed. This would have been caused by being misplaced in the sterilizer tray. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Root cause description: this would have been caused by being misplaced in the sterilizer tray.

Event description:
It was reported that prior to use it was discovered that the tip cap was broken with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: before use, 1ea flush's the tip cap was squashed.